Event description:
It was reported that approximately 48 months post implant of a bifurcated and an infrarenal aortic extension, an endoleak between the infrarenal extension and the bifurcated device was identified. Reportedly, the patient presented with thrombus and the aorta was completely occluded from the renals down. A follow-up computed tomography was done and discovered the graft was kinked with very minimal overlap and caused thrombus to a certain degree. Physician elected to explant the graft and implanted an artificial graft. Patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.

Manufacturer narrative:
Based upon the investigation findings, the reported event is inconclusive. The device remains implanted in the patient and is therefore, not available for analysis. Medical records and procedural images were provided for clinical assessment and reviewed by an internal clinical specialist with the following impression: there appeared to be appropriate product placement and patient candidacy. Negative aortic remodeling might have contributed to this event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that one other unit from this lot was reported for similar event, where two limb extensions were used to treat a distal type 1 endoleak due to disease progression. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause of the reported event is most likely due to anatomical changes post implant.